Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned. Provided photographs confirmed that the post of the bearing is fractured. Device history record (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review by third party hcp demonstrates a right total knee arthroplasty without hardware failure or loosening, no radiolucency. No joint effusion. Possible calcified loose bodies within the super patellar bursa. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the articular surface post fractured. The patient underwent a revision surgery and the articular surface was exchanged without incident. Attempts were made and no further information was provided.